Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, heavily calcified, 95% stenosed, mid left anterior descending artery. Predilatation was performed prior to stenting with the 3.0 x 33 mm xience xpedition at 16 atmospheres. After deployment a distal stent edge dissection was observed for which a 2.5 x 12 mm xience xpedition was used for treatment. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.